Event description:
It was reported that the patient presented in clinic for an initial implant procedure. It was noted that the physician had difficulties positioning the right atrial (ra) lead. Upon deploying the ra lead in its intended position, it was noted that the ra lead failed to sense and had low pacing impedance. That ra lead was not used and a new ra lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to sense and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. Electrical testing found shorting due to overtorqued inner coil at the connector region. The cause of reported events was isolated to shorting between conductors due to overtorqued inner coil which is consistent with procedural damage.